Event description:
The customer contacted baxter's service center regarding a patient that need assistance to reprime a line, which occurred on the home choice (hc) during use. The caregiver (cg) stated patient line was full of air pockets. The tsr assisted with reprime of patient line. The hp had some fluid come out of top of patient line. There were no more air pockets and the reprime completed. The hc was ok. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the care giver(cg). The cg could not remember as to what had caused the solution out leak out. They started over with all new supplies. The sample was discarded and lot number is unknown. There was no medical intervention or injury reported. The patient was able to continue therapy with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for an overprime was not confirmed. The cause was undetermined.